Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: lot number details were not received from customer. Section d4: UDI details were not received from customer. Section d4: expiration date: lot number was not received. Section h4: device manufacturer date details were not received from customer.

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr414 optiflow junior 2 nasal cannula was broken next to the cannula end. There was no reported patient consequence.